Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold and high out-of-range (oor) pacing lead impedance (pli) measurements. There was also oversensing of noise which resulted in inappropriate shock therapy. An rv lead fracture was suspected. It was noted that the patient's cardiac resynchronization therapy defibrillator (crt-d) was deactivated before lead revision to avoid inappropriate therapy. Subsequently, the lead was explanted and was noted to have been damaged during extraction. As such, visual confirmation for the lead fracture was not possible. The device was also explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed and in five pieces. Some segments of the lead appear to be missing. The rate sense conductor coil was confirmed to be fractured. The type of fracture on this lead was consistent with a fatigue fracture.

Manufacturer narrative:
(B)(4). The product has not been returned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--